Event description:
Communications with the office of the treating physician showed that the last appointment they had with the patient was on (B)(6) 2007. Attempts for additional pertinent information have been unsuccessful to date.

Event description:
It was reported through an online obituary that the patient passed away on (B)(6) 2014 in his home. No information on the cause of death or relation to vns was stated at the time of the report. Attempts for additional pertinent information have been unsuccessful to date.

Event description:
The county coroner reported with information of the circumstances of the patient¿s death. The patient died at his residence. His recent medical history indicated hypertension and pneumonia, and his death was signed out as ¿natural causes¿. Due to the lack of suspicious issues involved, an autopsy was not ordered.